Manufacturer narrative:
The reported malfunction was observed and attributed to a lifted connector on the controller board. The controller board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up and failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.